Event description:
It was reported that an unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and no damage. Receiver charge and boot tests were performed and failed due to receiver won¿t turn on with a known good battery (4.1v) in substitution. Functional tests were not performed due to receiver won¿t turn on with a known good battery (4.1v) in substitution. An internal visual inspection was performed and passed. The receiver log was not downloaded due to due to receiver won¿t turn on with a known good battery (4.1v) in substitution. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shutdown occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.